Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image missing. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the ccd drive pcb fluid damage, the ultrasound connector body fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the us connector cable (long) buckled, the control body corroded, the mechanical base plate corroded, the ultrasound connector body corroded, the operation channel (primary) leak, the insertion flexible tube cut, the aft suction tube dirty, and the deflector wire hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).